Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, device separation occurred. The 75% stenosed target lesion was in the non-tortuous, non-calcified common femoral/prox superficial femoral artery. The physician advanced the v-14 short taper 182cm straight tip guide wire to the lesion. A non-bsc plaque excision system was advanced over the guide wire. During use of the plaque excision system the guide wire shaft separated outside of the patient. The procedure was completed this device (v-14 guide wire). No complications were reported and the patients' status is okay.

Manufacturer narrative:
Device evaluated my manufacturer: one device was received in two segments. There were 5 different kinks along the entire body. Additionally presents a fracture at 59.5 cm from the proximal section. The device was sent to the analytical lab for determine the fracture mode. Failure site on both sample exhibited tension and compression zone indicating a bending event. Failure surface on both samples showed dimples rupture on the hypotube which suggest a tension overload event. Sem analysis on the corewire section was only possible on sample 1 which presented a transversal cracking with evidence of dimples rupture. No anomalies were found. Device appears to have been pulled/pushed against resistance. The od of the device was measured at three locations where damage was not noticed and was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, device separation occurred. The 75% stenosed target lesion was in the non-tortuous, non-calcified common femoral/prox superficial femoral artery. The physician advanced the v-14 short taper 182cm straight tip guide wire to the lesion. A non-bsc plaque excision system was advanced over the guide wire. During use of the plaque excision system the guide wire shaft separated outside of the patient. The procedure was completed this device (v-14 guide wire). No complications were reported and the patients' status is okay.